Event description:
Case description: investigation results: name: novopen® 4. Batch: fvgb623. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Name: actrapid® penfill® 3 ml 100iu/ml. Batch: jr7s494. The product was not returned for examination. Therefore, a reference sample was examined macroscopically and analysed chemically. The results were found to comply with specifications. Furthermore, the batch documentation has been reviewed and found to be normal. Since last submission, the following has been updated in the case, investigation results updated. Annex b,c and d were updated. Narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt.#. Reference ID#: 9681821-2020-00056. Reference notes: medwatch 3500a MFR. Report number. Company comment: hyperglycaemia is assessed as listed according to the novo nordisk current ccds in actrapid penfill. Patient's underlying condition of type 1 diabetes mellitus and product handling error are significant risk factors for the development of hyperglycaemia. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill. Final manufacturer's comment: 05-dec-2020: the suspected device (novopen 4) has not been returned to novo nordisk for evaluation. Batch trend analysis has been performed. No abnormalities relating to the observed problem were found. With limited information regarding the handling of suspected device, it is not possible to identify a clear root-cause of the experienced adverse event. However, needle reuse and leaving the needle attached to device between injection are significant confounding factors for device malfunction, leading to variation in dose delivered. The reported fault could be related product handling error. H3 continued: evaluation summary: investigation results: name: novopen® 4. Batch: fvgb623. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia (>600 mg/dl) [hyperglycaemia]. Problem of novopen 4 [device defective]. Novopen 4 didn't inject the accurate dose [incorrect dose administered by device]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia (>600 mg/dl)(hyperglycemia)" beginning on (B)(6) 2020, "problem of novopen 4(device defective)" with an unspecified onset date, "novopen 4 didn't inject the accurate dose(incorrect dose administered by device)" with an unspecified onset date, and concerned a (B)(6)-old female patient who was treated with actrapid penfill (insulin human) (solution for injection, 100 iu/ml) (dose, frequency & route used - 10 iu, qd, subcutaneous) (therapy dates -(B)(6) 2017 to unk) from unknown start date and ongoing for "type 1 diabetes mellitus" and novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus". Patient's height: 135 cm, the patient's weight and body mass index were not reported. Dosage regimens: actrapid penfill: (B)(6) 2017 to not reported (10 iu, qd), not reported to not reported. (Dosage regimen ongoing); (20 iu, qd). Novopen 4: 10 iu,qd. Current condition: type 1 diabetes mellitus (2017) (patient is not suffering from any other chronic diseases except diabetes mellitus) and urinary stones. Concomitant products included - lantus(insulin glargine), macrofuran(nitrofurantoin. It was reported that for 2.5 months (since date of reporting), patient had problem of novopen4 and novopen 4 didn't inject the accurate dose. On an unknown date, the problem of novopen4 caused her hyperglycemia (fasting blood glucose level was more than 600 mg\dl),but recovered completely after using another novopen4 25 days ago. The patient was given treatment at home and wasn't hospitalised for the event for more than 24 hours. Also it was reported that the operator was trained by a health care professional in the use of the novopen. The patient in general reuses the needles but the name of needles used unknown. Needles were attached to the pen in between injections. Batch numbers: actrapid penfill: jr7s494, jr7s494. Novopen 4: fvgb623 . Action taken to actrapid penfill was reported as dose increased. Action taken to novopen 4 was not reported. On (B)(6) 2020 the outcome for the event "hyperglycemia (>600 mg/dl)(hyperglycemia)" was recovered. The outcome for the event "problem of novopen 4(device defective)" was not reported. The outcome for the event "novopen 4 didn't inject the accurate dose(incorrect dose administered by device)" was not reported. References included: reference type: e2b company number. Reference ID#: eg-novoprod-764774. Reference notes: in order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples. Company comment: hyperglycaemia is assessed as listed according to the novo nordisk current ccds in actrapid penfill. The reporter has agreed to send the suspected device to novo nordisk for evaluation. No conclusion has been reached. Patient's underlying condition of diabetes mellitus and product handling error are significant risk factors for the development of hyperglycaemia. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill. Preliminary manufacturer's comment: (B)(6) 2020: the reporter has agreed to send the suspected device to novo nordisk for evaluation. No conclusion has been reached. Patient is a trained user. However, needle reuse and leaving the needle attached to device between injection are significant confounding factors for device malfunction, leading to variation in dose delivered. The reported fault could be related product handling error. Additional dosage regimens: suspect product 2. Dose, frequency & route used 3. Therapy dates 6. Lot # 7. Exp. Date (if unknown, give duration) #2 actrapid penfill regimen 20 iu, qd (incaresed dose), subcutaneous ongoing jr7s494 (B)(6) 2021.